Event description:
Same patient as MDR ID#: 2134265-2012-00146 and 2134265-2012-0256. (B)(4). It was reported that post a stenting treatment procedure, in-stent restenosis occurred. On an unknown date prior to (B)(6) 2010, the patient received a 3.0x24mm taxus liberte stent in the mid left anterior descending artery (lad). (B)(6) 2010 - the patient presented due to unstable angina. Coronary angiography revealed 95% in-stent restenosis of the previously placed stent in the mid lad measuring 10mm long with a reference vessel diameter of 3.0mm. The in-stent restenosis was first treated with cutting balloon angioplasty. The a 3.00x12mm taxus liberte stent was placed overlapping the previously placed stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).